Event description:
Received information stating that customer received multiple occlusion alarms. Small cracks were noted at the base/top of the cartridge. Reportedly, the customer's blood glucose level was impacted.

Manufacturer narrative:
The device is available for evaluation; however, the device has not been received. A follow up MDR will be filed if the device is received.